Manufacturer narrative:
Customer stated that he has a spare reagent pump and will change it himself. Bec customer technical specialist recommended the use of personal protective equipment before doing the replacement. To date, customer has not reported further leak. (B)(4). Customer did not return pump to bec.

Event description:
Customer reported to beckman coulter, inc. (Bec) that the creatinine pump of the synchron lx 20 clinical chemistry system was leaking creatinine reagent. Customer reported that no erroneous results were generated or reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment.